Event description:
It was reported that the pump sparked or caught fire upon being plugged in for charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy.